Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the elevated sodium values was due to the sodium electrode. The fse replaced the sodium electrode. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Event description:
Discordant advia 2400 sodium results were obtained. The samples were repeated on a second analyzer and corrected results were reported. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant sodium results.

Event description:
Discordant advia 2400 sodium results were obtained. The samples were repeated on a second analyzer and corrected results were reported. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant sodium results.

Event description:
Discordant advia 2400 sodium results were obtained. The samples were repeated on a second analyzer and corrected results were reported. Results. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant sodium results.

Event description:
Discordant advia 2400 sodium results were obtained. The samples were repeated on a second analyzer and corrected results were reported. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant sodium results.

Event description:
Discordant advia 2400 sodium results were obtained. The samples were repeated on a second analyzer and corrected results were reported. Results. Pt treatment was not altered and there was no report of adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the elevated sodium values was due to the sodium electrode. The fse replaced the sodium electrode. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the elevated sodium values was due to the sodium electrode. The fse replaced the sodium electrode. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the elevated sodium values was due to the sodium electrode. The fse replaced the sodium electrode. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the elevated sodium values was due to the sodium electrode. The fse replaced the sodium electrode. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.